Event description:
In 2008, novielle gel facial filler was inserted into my face by a plastic surgeon. I suffered severe reactions, including swelling from the top of my face down over a series of weeks/hardness that is unnatural. For the past 9 months, I have been disfigured with little abatement. I have been notified by FDA today that it has not been approved by the FDA for the face, but only for vocal chords. Reading about this item online, I've learned that it may take years to dissolve. I hold my surgeon harmless, but would gladly participate in a class action suit against the company for pain and suffering and disfigurement, having no idea -if/when- it will dissolve. I do not have product details; only the plastic surgeon would have that info. I am the pt and the details I have shared are correct to my knowledge as of 10/09/2009.